Event description:
It was reported that a patient never had therapeutic effect and was going to the bathroom every 20-30 minutes, especially if she drank liquid. She had intolerable back pain starting about a month ago. The patient saw her healthcare provider (hcp) a week and a half ago and was switched to another electrode. The hcp told the patient that the implantable neurostimulator (ins) was turned sideways and they wanted to revise the implant. The patient was 98 percent sure she wanted the implant taken out. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va01wb5, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).